Event description:
It was reported that the patient feels pocket stimulation ramdomly throughout the and experiences pacemaker syndrome with ventricular pacing. The patient has recently lost weight and now the device can easily be moved four plus inches in the chest. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.